Event description:
The distributor contacted animas on (B)(6) reporting that the pump delivered an incorrect basal rate. The distributor did not know whether the time and date were correctly set or whether the time and date were maintained after a pump reboot. The distributor did not know whether there was a power interruption to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history showed the following active basal program: 00:00 --> 0.950u/hr; 04:00 --> 1.000u/hr; 08:00 --> 1.050u/hr; 12:00 --> 0.875u/hr; 20:00 --> 1.000u/hr. The total daily dose basal is 23.000 units per day. There was no activity outside normal use observed in the black box or the pump's download history. The pump was exercised for 24 hours using a 1 unit per hour basal rate with no delivery issues. After testing, the total daily dose for the testing period showed 24 units for basal delivery. The pump did not change basal settings during testing. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.